Event description:
It was reported that the patient's left ventricular lead sustained insulation damage. The procedure was completed using an alternate left ventricular lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Final analysis found the insulation was cut/damaged at the proximal region of the lead consistent with procedural damage. No further anomalies were detected.